Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hydratome would not bow correctly inside the patient. Additional information revealed that the cut wire was not broken and the device would not bow at all. The procedure was completed with another hydratome rx sphincterotome . There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the cut wire melted/ split the extrusion at the distal pierce hole."

Manufacturer narrative:
Patient identifier, age, date of birth, gender and weight are unknown. Patient over 18 yrs old. Would not bow correctly. These codes were selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination revealed that the working length was twisted, the exposed cutting wire was discolored and there was melted extrusion creating a tear which measured approximately 6 mm in length and extended proximally from the distal pierce hole. The tear enabled the cutting wire anchor to slide proximally from the distal pierce hole which altered the exposed cutting wire length to become shorter and not meet the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The condition of the returned incident device was consistent with the complaint that the device would not bow. During manufacturing, tome devices are 100% inspected for working length, cut wire and tip integrity as well as bowing/handle functionality so the twisted working length, melted / torn distal pierce hole and inability to bow are likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.